Event description:
Event description cpi received information that this bipolar lead was explanted. The physician elected to perform an invasive procedure to remove the lead due to insulation damage behind the connector.